Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the clinic with low r-wave sensing and no capture. X-ray revealed lead dislodgement. The lead was repositioned.